Event description:
After pre-dilating the patient and inserting the introducer for access, sheath flowered and rippled. Clinician pulled another kit in order to gain access. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination revealed the sheath body contained a significantly rippled area. The sheath tip was also slightly split and also contained a rippled appearance. This damage is consistent with undue force being applied during insertion. The total length of the sheath body measured to be 2.76" which is within specifications of 2.625-2.875" per product drawing. The inner diameter of the distal tip measured to be 0.064" which is within specifications of 0.064-0.064" per product drawing. The returned dilator was able to advance and retract from the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained damage consistent with undue force being applied during insertion. The returned sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
After pre-dilating the patient and inserting the introducer for access, sheath flowered and rippled. Clinician pulled another kit in order to gain access. No patient harm was reported. The patient's condition is reported as fine.